Event description:
Additional information received that there was no associated procedure regarding this event. This event description most likely indicates ¿foggy image¿. The review of historical complaint data, risk documentation, and the reported information regarding this event do not suggest a recurrence of this event would be likely to result in a serious injury. No adverse consequences were reported, it does not seem likely that adverse consequences would result if it were to recur. Therefore making this event not reportable.

Manufacturer narrative:
Please note that the initial report's type of reportable event was malfunction; per additional information received there was no associated procedure regarding this event. This event description most likely indicates ¿foggy image¿. The review of historical complaint data, risk documentation, and the reported information regarding this event do not suggest a recurrence of this event would be likely to result in a serious injury. No adverse consequences were reported, it does not seem likely that adverse consequences would result if it were to recur. Therefore making this event not reportable.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was foggy image.